Event description:
Event description boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was noted to have a monitoring voltage of 2.6 volts. The device has been implanted for approximately 2 years and 6 months and is included in the shortened replacement window advisory (communicated on 04/05/07). The monitoring voltage at 27 months is unknown at this time. Tech services advised monthly follow-ups and to complete a save-to-disk for analysis. To date, there have been no reported adverse patient effects associated with this clinical observation.

Manufacturer narrative:
As of today, the available information suggests this device remains in service without additional complication. If any additional information related to this incident becomes available, this event will be updated. The device was ultimately explanted and returned. Detailed analysis is pending.

Manufacturer narrative:
Analysis was performed at our post market quality assurance laboratory. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that this device had two compromised low-voltage capacitors, which resulted in a high current condition. This issue is discussed in the q2 2010 product performance report.